Event description:
Customer reports that pacing wires kept dislodging from the myocardium during open heart procedure. Pt was reported as being hemodynamically marginal prior to insertion of the device. Although pt was trested with open heart massage, bypass pump and intra-aortic balloon pump, this was not related to device dislodgement. No adverse event related to the use of this device is reported.